Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. During investigation the pump was inspected and during power up the pump emitted alarm sound like a siren and continued alarming and won't stop. Further investigation of the pump determined that the microprocessor board was defective which was the root cause of the issue. Therefore, the pump microprocessor board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump's screen went blank and then displayed error code 72 after a new battery was placed in the pump. No adverse patient effects were reported.